Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon remains stuck inside [foreign body in reproductive tract], strings come off the tampons [device breakage]. Case description: consumer reported via e-mail that the strings come off the tampons, and the tampon remains stuck inside. No serious injury was reported.